Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the pacing lead due to a lack of slack. It was reported that rising and high thresholds were also noted on the other pacing lead due to lack of slack. It was noted that both leads pulled back as the patient grew. The leads were capped and replaced during a routine change out procedure. No patient complications have been reported as a result of this event.